Event description:
Per the clinic, the device was infected which was complicated by perforating tympanic membrane and chronic infection. Subsequently, the device was explanted on (B)(6) 2025, and the surgeon repaired the tympanic membrane perforation within the same surgery. Reimplantation is planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
According to the clinic, the patient was treated with antibiotics (type not specified). The infection was reported to have resolved following the explantation procedure.